Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump was locked and the customer did not know how get out of it. Customer's blood glucose level was 535 mg/dl. His blood glucose level was corrected with a manual injection. The customer had an issue with the infusion set coming off. The device was not returned.